Event description:
Received a report that the inner cannula of a 8cfs tracheostomy tube was difficult to insert and remove from the outer cannual. The customer reported that they elected to replace the tracheostomy tube as a result of the alleged report. There was no patient harm reported.

Manufacturer narrative:
Investigation of this report is currently in progress. At this time, the sample has not been returned for evaluation.